Manufacturer narrative:
Omit: c20 - no findings available correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information : imdrf annex a, g, b, c codes and manufacturer narrative a device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the 8015 had error 255-17-95. There was no patient involvement.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the 8015 had error 255-17-95. There was no patient involvement.

Event description:
It was reported that the 8015 had error 255-17-95. There was no patient involvement.

Manufacturer narrative:
Correction: unique device identifier (UDI)#. Additional information: manufacturer narrative. Root cause: the probable cause of error 255-17-95 on the 8015 device was not identified. Re-flashing the unit was recommended. If re-flashing failed, the logic board would need to be replaced or the unit sent in for repair. The customer is working with their it department to install asm v12.5 software and will seek further assistance if needed.